Event description:
The customer reported an over infusion of an unspecified medication. It was reported that biomed stated that the "last pm's (preventive maintenance) and recent platen inspection showed no findings of broken platens."

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of an unspecified medication. It was reported that biomed stated that "a broken platen has caused an infusion error." A preventative maintenance was recently completed and the platens inspected however not provided by the customer.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of an unspecified medication. It was reported that biomed stated that "a broken platen has caused an infusion error." A preventative maintenance was recently completed and the platens inspected however not provided by the customer.